Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the stylet insertion test due to dried blood in the lumen (tip area); this lead is designed with an open tip. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. Subsequently this lead was explanted, and a new lv lead was successfully implanted. No adverse patient effects were reported. This lv lead has been returned and analysis is pending.